Event description:
The information described in this report was obtained from md (hospital in another country) and an article in cardiovascular and interventional radiology (2007) 30: 153-154, entitled "inadvertent fracture of a plastic biliary stent during a combined percutaneous-endoscopic procedure: a word of caution regarding self-locking pigtail catheters." The article was provided to cook endoscopy. Because the patient has an ercp and a wire guide could not be advanced through biliary stricture, a percutaneous 8.5 french biliary drain was inserted (mac-loc, manufactured by cook inc.) Through the stricture with its locking loop in the duodenum. Five days later another procedure was performed to remove the percutaneous biliary catheter and also place multiple 10 french plastic stents endoscopically. A wire guide was inserted through the percutaneous catheter and into the duodenal lumen and grasped endoscopically with a snare. This wire guide was used to place a cook endoscopy clso-10-7 plastic biliary stent. After partial withdrawal of the percutaneous biliary catheter into the intrahepatic bile ducts, stent insertion was performed uneventfully, but resistance was encountered. The percutaneous biliary catheter was removed with fluoroscopic control. At this time the stent migrated into the right liver lobe and was broken into two fragments. One portion of the stent was removed endscopically using an extraction balloon, but the smaller portion of the stent could not be retrieved despite multiple attempts. A percutaneous biliary catheter was left in drainage beside the remaining stent fragments. The article explains that the plastic biliary stent was sectioned by the string of the locking mechanism, which was caught on the proximal flap of the stent. The article also explains that the area in which the string became caught on the stent (flap and side hole) also contributed to fragmentation. The patient did not experience any adverse effects due to this occurrence. The patient did not require any additional medical procedures due to this occurrence.

Manufacturer narrative:
One portion of the stent was removed the same day of implant in 2003. Date of explant for the remainder of the stent is unk. We were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: a full investigation was unable to be conducted because the device was not returned for evaluation. The information provided indicated a wire guide could not be advanced through the biliary stricture via an endoscopic procedure. After the wire guide was placed percutaneously, resistance was encountered when advancing the stent endoscopically through the stricture. The instructions for use for this product caution the user that if the wire guide or stent cannot advance through the obstructed area, do not attempt to place the stent. Containdications listed in the instructions for use include inability to advance the wire guide or stent through the obstructed area. If the stent receives excessive pressure during placement, this can contribute to stent damage and/or compromise the integrity of the stent. The information provided indicated when the percutaneous biliary catheter was removed, the biliary stent migrated into the liver lobe and was broken into two fragments. The information in the article later explains that the string of the percutaneous biliary catheter locking mechanism became caught on the flap of the biliary stent, causing the breakage. Attempting to remove the percutaneous drainage catheter with the locking mechanism string caught on the stent flap is the likeliest cause for the stent migration and fragmentation. Prior to distribution, all cotton-leung biliary stents are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The information provided suggests stent breakage occurred due to becoming caught on the locking mechanism of the percutaneous biliary catheter. This event is likely related to product usage and/or procedural factors. The likelihood of this type or occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.